Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged clamp rubber. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed. The damaged pole clamp rubber was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.